Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware had failed. The field service engineer (fse) noted that tower door 2 had been clicking and continuously failing. The fse replaced the micro switches within the latch assembly and reseated the harness cable. The fse ran the hardware test application test tool, restarted the station, and the escort performed an inventory count. The fse ran the hardware test application test tool again, and the customer successfully recovered and performed the inventory count. A reactive preventive maintenance was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the hardware had failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.